Manufacturer narrative:
An event regarding malposition involving a tritanium baseplate was reported. The event was confirmed by medical review. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: the indication for revision surgery was provided as anterior knee pain with clicking. Such complaints usually relate to patellar issues, in this case supported by tracking problems of the patella over the femoral component on the available x-rays in combination with severe malalignment across the knee that also affects the patella-femoral joint biomechanics in an adverse way. Varus malalignment across the knee contributed to imbalance in the extensor tendon mechanism with patellar tilt/shift causing anterior knee pain and clicking requiring revision. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: as indicated by a clinician " the indication for revision surgery was provided as anterior knee pain with clicking. Such complaints usually relate to patellar issues, in this case supported by tracking problems of the patella over the femoral component on the available x-rays in combination with severe malalignment across the knee that also affects the patella-femoral joint biomechanics in an adverse way. Varus malalignment across the knee contributed to imbalance in the extensor tendon mechanism with patellar tilt/shift causing anterior knee pain and clicking requiring revision" no further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
As reported: "patient complains of anterior knee pain and clicking." As stated in operative notes from (B)(6) 2014: operative side right. Patient factor at time of implant: morbid obesity ((B)(6)). Update: review by clinician alleges malposition of the tibial component. Awareness date of this event is 23-jan-2018.